Manufacturer narrative:
(B)(4).

Event description:
The manufacturing representative reported that the patient had ineffective stimulation on the zero electrode. Impedance was out of range based on an impedance check that was done in the office. The patient was reprogrammed to other electrodes. Ultimately the lead was removed and replaced. The issue was resolved at the time of this report.